Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. It was unknown if pd therapy was ongoing until the time of death. It was not reported whether an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. A review of the service history was performed and revealed that there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. As the device was previously serviced, no device history review was conducted. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. A short simulated therapy was performed with no issues notes. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A device history review and a service history review will be conducted. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.